Event description:
On (B)(6) 2008, customer reported erroneous eosinophil test results when using the coulter lh 750 hematology analyzer. Test results were not reported out of the laboratory. The samples were tested on a different coulter lh 750 hematology analyzer. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
The samples were collected in 4.5 ml edta tubes and stored at room temperature. The samples were less than 4 hours old at sampling. The instrument is currently within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and were within acceptable ranges. Controls are run every 12 hours. Note: edta = ethylenediaminetetraacetic acid. The field service engineer (fse) replaced the shim (alignment tool) on the scatter sensor to correct the problem. The fse then verified the instruments operation. The root cause was determined to be a misalignment of the light scatter sensor that was replaced during instrument servicing. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00531.